Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the control knob was hard and there was difficulty in rotating the control knob, the flexible tip could not be moved properly. Also, water leaked. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Inst a. Based upon the visual and functional examination, it was concluded that the shaft was pushed through the balloon likely caused by aggressive use of the device by user. The batch history records were reviewed with no anomalies noted. Inst b. Based upon the visual and functional examination, it was concluded that the tip of the balloon was dislodged from the shaft, likely caused by the user pulling the device out before the balloon was fully deflated. The batch history records were reviewed with no anomalies noted. Device b additional information: batch # unk expiration date: unk manufacturing date: unk (B)(4) user issue (B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because does not turn on was not resolved with troubleshooting.